Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 02/28/2026, it was reported that the pediatric patient experienced inaccurate cgm values and a bg fs was done for regular monitoring and the patient's father found out the bg reading was 440 mg/dl and the cgm reading at this time was 140 mg/dl. The patient was not experiencing any symptoms. He drove the patient to the hospital where she was treated with insulin (unknown route) and stayed until on (B)(6) 2026. No information about the treatment provided during the hospital stay. At the time of the report the patient was fine. No other details were documented. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.